Event description:
The clinician reported that three and a half months after the dental implant was placed, in ada site # 18 of the patient's mouth, failure of implant was verified. Periodontal disease was present at the time of surgery. Bone graft was performed and poor oral hygiene was involved in this event. The device was forwarded to the manufacturer for investigation. The patient experienced bleeding at time of failure, no further complications were observed.